Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed - however, the foreign material was unable to be further specified. There was no damage/deformation to the area where the foreign material was detected, and deviation from instruction for use (IFU) are unknown. Therefore, the cause of the material remaining in the device could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. The reported issue occurred during pre-cleaning an unknown procedure. There was no report of patient involvement or user injury associated with this event.